Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. The device was implanted. Two days after the procedure, the patient needed a pericardial synthesis. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.